Event description:
It was reported that during a thoracotomy procedure, when the device was opened, the staple line was not formed correctly. The surgeon used 4 proline sutures to control the bleeding. There was no pt consequence.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.